Event description:
It was reported that the patient was trailed but the trial system was removed due to infection. The patient was hospitalized for approximately one month due to the infection. The patient did not have a spinal cord stimulator, and was trailed approximately one month ago. Additional information received reported that there was no allegation about the sterility of the device. The patient did not comply with orders to take an antibiotic during and following the trial. The patient was hospitalized due to symptoms resembling a stroke, and lost control of his voiding function. The patient recovered from the infection and was released from the hospital.

Event description:
See MFR 3007566237-2012-00178 for additional report. All continuing information will be reported under 3007566237-2011-08966. Further information was received. The trial was 5 days long. After the trial leads were removed, the patient also could not stand up or walk. The patient went to the emergency room 4 times. The infection was reportedly in the spine going up to the brain. The surgical repair left the patient with difficult walking and no sensation in the rectum. The patient was told everything that could be done had been done for him.

Event description:
Additional information was obtained from the company representative. The only information available about the holes was that because of the spinal abscess, the infection had to be drained. It was also noted that the patient left the nursing home against medical advice.